Event description:
Emt's responded to a person, condition unknown. The pt was connected to the device for cardiac monitoring. According to the reporter, the device indicated low battery within approx. 15 minutes of the run and the battery paks were replaced with spares. The reporter stated that while the pt was being transported to the hospital, the device again indicated low battery then lost power, leaving the pt without monitoring for approx. 15 minutes before arrival to the hospital ed. No adverse affects to the pt were reported as a result of the alleged malfunction.